Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2016, product type: lead.

Event description:
A patient with an external neurostimulator (ens) trial system reported they were experiencing back pain where the leads were located. They had to take their pants down when they go to the bathroom and there is something about the size of the "lead pencil" that is about an inch to an inch and half long. That is the think that is really giving them more problems than anything. They could feel it during the report, and it was about four to five inches from the patient's waist down. When they went to the bathroom, they had the object situated at the waist and if they would just stay in place it would be fine. The patient stated they could sometimes feel it pulling from the inside. It was believed that the patient was talking about the lead wire connected to the external neurostimulator (ens). Follow up from the hcp reported the leads were reinforced with some dressings and steristrips and the permanent leads would be placed on (B)(6) 2016.